Event description:
The customer reported beeping, a red x on the ready for use indicator and that the unit would not turn on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported beeping, a red x on the ready for use indicator and that the unit would not turn on. There was no reported pt involvement. The device was evaluated at philips. The symptom was clarified as the device intermittently not going past the rfu booting process [hanging during the boot up sequence]. The software was reloaded and the processor pca was replaced to resolve the issue.